Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical impact opening. (Shell thickness was within specification). Pain: unable to observe as it is not related to the device. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right device and pain. Device has been explanted.